Event description:
The affiliate stated the customer reported approximately five milliliters of blood and isotone fluid leaked inside the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated - patient care was not impacted. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the vent waste chamber, vc3, was overflowing. The fse noted faulty pump module actuators and replaced the actuators and the check valves for pinch valves pv20, pv21, pv22 and pv70 to resolve the fluid leak issue. No further evidence of fluid leak was observed. The instrument operated without any leaks or errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the faulty actuators for the pump module is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).